Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that on multiple, intermittent occasions, the pump would not charge normally despite attempting multiple cables, wall adapters, and power sources. When the pump was plugged into a power source, the pump would only charge intermittently. It was also reported that the usb cable was unable to fit into the usb port of the pump, despite trying multiple cables. The customer¿s blood glucose was in the 400s(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.